Event description:
It was reported that, approximately one month post implant, the patient experienced diaphragmatic and nerve stimulation. It was also reported that the right ventricular (rv) lead exhibited high thresholds, loss of capture and dislodgement. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.